Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is retrieving further information from the site and a follow-up report will be submitted upon availability of relevant details.

Event description:
Received information from patient/device tracking department. Based on the information received, a carbomedics top hat mechanical heart valve s5-025 was implanted and explanted intra-operatively on (B)(6) 2025. No further information about the event, device or patient outcome has been received from the site at this time.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing problems were noted. Should further information be received in the future, a follow up report will be provided.